Manufacturer narrative:
Date of event estimated. As a result, a device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported that the patient had an infection at the lead site. In turn, the patient underwent surgical intervention wherein the system was explanted.

Manufacturer narrative:
B3-date of event is estimated.